Event description:
It was reported that the patient developed an infection, and the entire pacemaker system was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1930. Device code: 4001. Ref report: mw5179665.